Event description:
Customer reportedly rec'd the following results on the aviva sys within 10 minutes: 505 mg/dl, 159 mg/dl, 180 mg/dl, and 177 mg/dl, no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.